Manufacturer narrative:
An event regarding joint instability involving a triathlon femoral component was reported. Review of the provided medical records confirm malposition of the femoral component. Method & results: device evaluation and results: not performed as the femoral component was not returned, it remains implanted. Medical records received and evaluation: the medical review indicated: valgus malalignment of the knee in combination with inadequate initial tibial bearing thickness has contributed to chronic instability with pain requiring revision. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant indicated valgus malalignment of the knee in combination with inadequate initial tibial bearing thickness has contributed to chronic instability with pain requiring revision. No further investigation is possible at this time. If additional information becomes available such as additional x-rays, this record will be reopened.

Event description:
It was reported that patient's right knee was revised due to pain and instability. The insert and patella were revised. Update based on med review findings: valgus malposition of the femoral component. Low baseplate malposition after excessive proximal tibial bone resection with inadequate initial tibial bearing thickness for compensation. Explants show a triathlon cr tibial bearing with wear damage. The triathlon patella has a fissure along the periphery of the device with wear roughness over the central part of the device.